Manufacturer narrative:
G4: 08oct2020 b4: (B)(6) 2020 the replaced power management (pm) printed circuit board assembly (pcba) was received for internal failure analysis. The reported failure was unable to be replicated, and there were no occurrences of the reported error codes during testing. A relationship of the device to the reported problem could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19may2020.

Event description:
The customer reported that the unit alarmed. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The customer confirmed that the unit kept ventilating but since it was alarming, the patient was moved to a different ventilator. There was no additional medical intervention required. Technical support provided remote assistance to the customer. The customer confirmed the occurrence of diagnostic codes related to 35 volt failure, 5 volt failure, 3.3 volt failure, cooling fan speed error, and over voltage protection (ovp) circuit failure. Technical support advised the customer to replace the power management (pm) or motor controller (mc) printed circuit board assembly (pcba). The customer reported that replacing both the pm and mc pcbas resolved the problem.